Event description:
The event occurred on an unspecified date and involved a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software. The pump's battery was reportedly swollen. There was no patient involvement. There was no delay in therapy and no need for medical intervention. This event occurred during preventive maintenance inspection and it was noted while the pump was turned off. The pump was previously used; there are no reports of incidents filed against the device.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Manufacturer narrative:
Note investigation summary: during level 1 pci testing warning: replace battery alarm was seen during self-test. Battery was replaced and change battery key pressed in biomed mode. Self-test was repeated without giving any alarm.